Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited high impedance, undefined impedance, impedance spikes, varying impedance, oversensing, elevated sensing integrity counter (sic), high rate non-sustained episodes, and was possibly fractured. The physician plans to replaced the lead but currently remains in use. No patient complications have been reported as a result of this event.